Event description:
Patient presented with a device that was oversensing on the ventricular channel. It was noted that the lead may have been dislodged as it seemed to be oversensing atrial activity. The lead replaced.

Manufacturer narrative:
Na